Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) e1 - address 1- (B)(6) e1 - (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for scope communication error b30 was traced to electrical component failure however the error was resolved by after replacing the ultrasound plug (u-plug) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error b30. There were no reports of patient harm.